Event description:
It was reported that the right ventricular (rv) lead exhibited increasing capture threshold. Additional information from the clinic disclosed that they were unable to reproduce noise with pocket manipulation and isometrics. Capture management was turned on and capture management settings were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. High thresholds observed since 23-mar-2015. Concomitant product: 1488tc pacesetter lead, implanted: (B)(6) 2001. (B)(4).